Manufacturer narrative:
Service tech was able to verify error 301 during ablation testing, resolved error by repositioning catheter connection cable and other cables connected to testing jig. However, replaced hv master board as precaution. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure a farastar generator was selected for use. During procedure, farastar kept giving 301 error after completing 42 applications. The catheter and cable were replaced; however, error persisted. The generator was rebooted multiple times with no success. No patient complications were reported. The procedure was aborted. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The returned farastar generator's printed circuit board assembly was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No problem was detected with the returned device that could have caused or contributed to the error messages seen in the field, nor were any other types of defects identified during the investigation. Ultimately the cause of the 301 error messages could not be determined.

Event description:
It was reported that during a pulse field ablation procedure a farastar generator was selected for use. During procedure, farastar kept giving 301 error after completing 42 applications. The catheter and cable were replaced; however, error persisted. The generator was rebooted multiple times with no success. No patient complications were reported. The procedure was aborted. The device is expected to be returned for laboratory analysis.